Event description:
Reporter noted corneal burn occurred during procedure. Surgeon sutured wound and did a conjunctival graft to cover wound. Striae is resolving. Pt has 12 diopters of astigmatism, but the cornea appears to be healing well.